Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the motor got hot during a case. There was no delay in the procedure. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the handpiece came in with a grinding noise in the collet and motor. The handpiece could not be tested for temperature test due to motor seized, therefore the customer's complaint of overheating could not be confirmed. The handpiece was disassembled and found out that the motor and all the internal parts were corroded. The device was unrepairable due to corrosion and is going to be scrapped. If information is provided in the future, a supplemental report will be issued.